Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring near the septum. Customer stated that there were a few drops on a paper towel while loading cartridge with insulin. Customer reloaded the same cartridges and resumed insulin therapy. There was no adverse impact to the customer's blood glucose level.